Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced abdominal pain and turbid fluid coincident with peritoneal dialysis therapy. Treatment rendered for the events was not reported. On an unreported date, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) and used for 2 weeks for the treatment of the events. It was not reported if the patient was hospitalized. The patient recovered from the turbid fluid and abdominal pain. The action taken with dianeal therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.